Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the event site to evaluate the iabp and after speaking with the customer determined that the autofill failure was due to no extender placed on the balloon during the training session. The stm reviewed all logs and performed a full check out of the system, and the issue could not be duplicated; all tests were passed to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure during in-service training. There was no patient involvement and no adverse event was reported.